Event description:
Customer reportedly experienced a "no comm" error for approximately 8 minutes with telemetry patients on a cic. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.